Event description:
Caller alleged, discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, lab: 2.69. Date: (B) (6) 2010, inratio: 5.7.

Manufacturer narrative:
Investigation pending.